Manufacturer narrative:
The device was received for evaluation. A review of event history log did not indicate any abnormalities that could have contributed to the reported condition. The occurrence date showed the unit had an upstream occlusion which had stopped the infusion; however, this is an intended program feature. The log also displayed the infusion was successfully completed on the occurrence date. Functional flow accuracy testing was performed with no issues noted; the reported condition was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not infuse the medication at all. This occurred during patient infusion in the labor and delivery department. The pump was programmed to infuse a 100 ml penicillin bag over 1 hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.